Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that during inventory, the paper part of the suture packaging was degrading, deteriorating and crumbling. It was also reported that the packaging was yellowing, there were cracks and holes noticed in the packaging. The suture was not used on the patient.